Manufacturer narrative:
(B)(4). Date sent: 10/11/2017. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Did the patient have any preexisting conditions to include coagulation disorders? Was the patient on any anticoagulation medication? How was the bleeding identified? Was the bleeding addressed with 2nd operation? If so, were any staple formation issues noted at site of anastomosis? Was the bleeding intraluminal or intra-abdominal? What was the estimated blood loss? Were there any recent changes of surgical technique, device use or preoperative regiment? What is the current patient status?

Event description:
It was reported that the surgery was performed without any eventuality from 8am to 11am. The digestive hemorrhage started next day at 9am, with more than 10 evacuations with blood. The patient required transfusions of two globular packages and two frozen plasmas. Site of hemorrhage was in the jejunum jejunum anastomosis. The surgeon did not take any action during the procedure, as the echelon power stapler and the ecr load worked well during surgery. Once the event has started, the action taken by the surgeon: transfusion of two globular packages and two frozen plasmas.